Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device turned itself off. No patient impact or consequences were reported.

Event description:
The customer reported the device turned itself off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed the unit has a damaged foot. The device was able to on using both ac and battery power. The unit obtained readings and alarmed audibly and visually under alarm conditions. During testing the unit did not turn off by itself. The customer complaint was not duplicated. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).